Event description:
It was reported that the customer received a button error alarm on her insulin pump, after the pump got wet from the rain. The customer also stated condensation was on the screen. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 170 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, a cracked reservoir tube lip and a cracked belt clip slot.